Event description:
It was reported that the patient underwent a spinal fusion surgery from a posterior approach at multiple levels on the thoracic spine using rhbmp-2/acs on (B)(6) 2009. It was reported that the patient developed unspecified injuries. In (B)(6) 2011, the patient underwent a revision surgery to correct loose and improperly implanted hardware. No further information was provided

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009, the patient was presented with a history of neck and low back pain. The surgeon performed a physical examination and reviewed radiographic studies. He concluded that the patient suffered from degenerative scoliosis, advanced degenerative disc disease of both the lumbar spine and cervical spine, cervical stenosis, and lumbar spinal stenosis. The surgeon recommended a direct lumbar interbody fusion at l2 through l3 and l1 through l2 along with a simultaneous minimal access posterior spinal fusion from t9 to l3. On (B)(6)-2009, the surgery was performed and rhmbp-2/acs was implanted.after the surgery, the patient's symptoms became significantly worse.

Event description:
It was reported that post-operatively, the patient developed pain. Imaging studies showed the patient had developed uncontrolled bone growth and nerve impingement at the site of implant. No further information was provided.